Event description:
Ophthalmologist reported a 35 year old female with a peripheral/mid peripheral ulcer greater than 1mm with injection, flare, and iritis. No discharge or loss of visual acuity noted. Pt was given ciloxan and cipro and has not returned to "ctl" wear. No add'l info is available to enable further investigation at this time.